Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2020, the patient underwent for a long-term hemodialysis central catheter intubation, and has been undergoing hemodialysis treatment three times a week since then. At 10:20 am of (B)(6) 2020, during hemodialysis, blood leak was found on the wall of the dialysis catheter. During the inspection, it was found that there was a small damage to the catheter wall or to the central venous tube and the catheter was extubated. In the morning of (B)(6) 2020, the central catheter was placed for re-hemodialysis and the postoperative dialysis went smoothly. There was about 3 ml (milliliter) of blood loss and blood transfusion was not required. They replaced the catheter as the intervention/treatment required for the leakage and as the medical intervention done to the patient. Nothing unusual was observed on the device prior to use, blood tube was utilized with the device, there was no other defects/damages found on the product where the leak was observed. The clamps were not moved to a new location after each treatment and normal saline was used as the cleaning agent to clean the adapters. The catheter was not repaired, there was no luer adapter issue, tego was not utilized and there was no cleaning agent used to clean the catheter. There was no reported patient injury.